Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they are experiencing highs with the infusion set. The customer stated that they will check their blood glucose and remove the infusion set and their cannula will be bent. The customer¿s blood glucose was high in the range of 200mg/dl to over 600mg/dl. The customer stated their highs are due to bent cannulas. The insulin pump will not be returned for analysis.